Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
A long piece of thread full of blood came out- vagina [foreign body in reproductive tract]. A long piece of thread came out- tampon [device breakage]. Case narrative: company representative reported via e-mail that consumer had a long piece of thread full of blood come out of vagina. No serious injury reported. Lot codes: 3078208001v2hu11:40, 4133208000v3hu22:30.